Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not fully power on. The cause of the inability to fully power on was likely a flash memory failure (components u102 and u105) on c/a board sn (B)(4). The flash memory likely had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test the monitor produced a md5 failure. The intermittent connection was likely induced by mechanical stress.. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective monitor.